Event description:
During setup of the machine, a persistent "air in blood" alarm occurred. Upon inspection of the dialysis machine and the disposable blood set tubing, a broken connector on the blood set tubing was discovered.